Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implant was placed on 11/22/96 in an edentulous mandibular arch during a routine procedure. The patient exhibited pain and mobility in the area, and the implant was explanted on 5/1/97. Clinician reported that the failure was due to the fact that the patient was a smoker.